Manufacturer narrative:
The product is available, but has not been rec'd as of the initial report. Add'l info will be submitted within 30 days of receipt.

Event description:
The lesion was located at mid lad. The lesion was calcified and tortuous. During stent deployment, the physician tried to inflate the crb33300 balloon several times but he failed to execute it. At this time, no further info is available.